Manufacturer narrative:
Biosense webster manufacturer's reference number (B)(4) has 4 reports. This complaint is from a literature source. The following literature cite has been reviewed: kim yg, shim j, boo ky, kim dy, lee kn, choi ji, kim yh. Slit-based irrigation catheters can reduce procedure-related ischemic stroke in atrial fibrillation patients undergoing radiofrequency catheter ablation. Plos one. 2020 oct 1;15(10):e0239339. Doi: 10.1371/journal.pone.0239339. Pmid: 33002011; pmcid: pmc7529237. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc, or its employees that the report constitutes an admission that the product, biosense webster inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer¿s reference number: (B)(4).

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: kim yg, shim j, boo ky, kim dy, lee kn, choi ji, kim yh. Slit-based irrigation catheters can reduce procedure-related ischemic stroke in atrial fibrillation patients undergoing radiofrequency catheter ablation. Plos one. 2020 oct 1;15(10):e0239339. Doi: 10.1371/journal.pone.0239339. Pmid: 33002011; pmcid: pmc7529237. Objective/methods/study data: to compare the risk of procedure-related ischemic complication among non-irrigation, non-slit-based irrigation, and slit-based irrigation catheters. Lot, model and catalog number are not available, but the suspected biosense device possibly associated with reported adverse events: thermocool smarttouch ablation catheter other biosense webster devices that were also used in this study: n/a non-biosense webster devices that were also used in this study: non-irrigation ablation catheters, chilli (boston scientific), tacticath (abbott), cool flex (abbott) adverse event(s) and provided interventions possibly associated with unidentified thermocool smarttouch ablation catheter (table 2): patient #11 - a 55 yo male experienced a stroke (cerebrovascular accident) with significant neurologic sequela (recognized procedural complication), patient #12 - a 57 yo male experienced a stroke (cerebrovascular accident) with minimal neurologic sequela (recognized procedural complication), patient #13 - a 57 yo male experienced a stroke (cerebrovascular accident) with minimal neurologic sequela (recognized procedural complication), patient #14 - a 60 yo male experienced a stroke ((cerebrovascular accident) with no neurologic sequela (recognized procedural complication).